Event description:
Ro (B)(4): it was reported that an over temp failure occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. A visual inspection delineated considerable damage: cracked enclosure and tank cover, wear and tear damaged line cord, block assembly, and front cover, and an outdated pcb and power switch. Then, the tank was filled with water, temperature check attached, line cord plugged in, and the power switch turned on. It was as if the overtemp alarm was stuck at 45 degrees. A faulty pcb was determined to be the root cause. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
The device was returned to smiths medical. A visual inspection delineated considerable damage: cracked enclosure and tank cover, wear and tear damaged line cord, block assembly, and front cover, and an outdated pcb and power switch. Then, the tank was filled with water, temperature check attached, line cord plugged in, and the power switch turned on. It was as if the overtemp alarm was stuck at 45 degrees. A faulty pcb was determined to be the root cause. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that an over temp failure occurred. No patient injury was reported.